Event description:
At 3 months from primary, the patient came in due to instability and the cause is unknown. The surgeon revised the tibia, femur and poly (from 13 to 17 mm) while retaining the primary patella. Gmk-hinge implanted. The surgery was completed successfully. The surgeon suspected the patient had an mcl injury after the primary tka, but that was not confirmed.

Manufacturer narrative:
Batch review performed on 01 october 2025 gmk-spherika 02.07.1203r tibial tray fix cemented s.3r (k090988) lot 2426400: 42 items manufactured and released on 07-feb-2025. Expiration date: 2030-jan-22. No anomalies found related to the problem. To date, 38 items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.e0313fr gmk-sphere tibial insert e-cross - flex 3r - 13mm (k202022) lot 2105613: 30 items manufactured and released on 01-jul-2021. Expiration date: 2026-jun-17. No anomalies found related to the problem. To date, 16 items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.ka13r gmk spherika femoral component s3+r cemented (k211004) lot 2430889: 30 items manufactured and released on 15-jan-2025. Expiration date: 2030-jan-01. No anomalies found related to the problem. To date, 24 items of the same lot have been sold with no similar reported event during the period of review. Conclusion: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.